Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11. Corrected fields: h6(type of investigation, investigation findings).

Manufacturer narrative:
Other contact phone number:(B)(6). Due to characterization limit e1: event site telephone: (B)(6). Corrected field: e1(event site telephone). Updated field: b4, g3, g6, h2, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and identified a faulty solenoid driver board, consistent with a previously detected issue. The fse replaced the solenoid driver board. Following the repair, the unit was tested, verified to be functioning properly, and returned to the clinic in working condition.

Manufacturer narrative:
Due to characterization limit in e1 initial reporter name is (B)(6), event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that during preliminary control the cs300 intra-aortic balloon pump(iabp) had faulty solenoid board part, which was previously detected to be faulty, has been replaced with a new one. There was no patient involved.